Event description:
Pump was set up to infuse at 6.3ml/hr and actually delivered the entire 100ml bag in less than 4.5 hours. No further information provided. Attempts were made to obtain extra information regarding patient status, medical intervention, patient injury, age of patient and the medication involved but no additional details are known. Should additional information become available a follow-up report will be filed.